Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb, lemo receptible and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.